Manufacturer narrative:
Lifescan (lfs) has reqeusted return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving an error 2 message. In addition, the reporter indicated that the patient felt that the onetouch ultra literature was not comprehensive. This complaint is classified according to the documentation of the customer care advocate. The patient reportedly does not manage his diabetes with insulin or oral medication. The error 2 message began on (B) (6) 2010 at 6 pm. Prior to the onset of the product issue, the patient was having ongoing symptoms described as "weak and tired." At 7 pm, the patient went to the emergency room where she obtained a blood glucose reading of "485 mg/dl" and was treated with 20 units of insulin (unspecified type) by a healthcare provider. The patient was not admitted into the hospital but was sent home. On (B) (6) 2010, the patient attempted to use the subject meter again but was not able to obtain a blood glucose reading due to the alleged error 2 message. Reportedly, the patient was admitted into the hospital on (B) (6) 2010. It is not known what type of treatment the patient received and why she was admitted into the hospital. During troubleshooting, the customer care advocate noted that the patient did not have the correct testing technique. The patient reportedly was applying the blood on the test strips prior to inserting the test strip into the meter. The patient was unable to provide information about whether the issue was resolved with the correct technique during training. This complaint is being reported because the patient was hospitalized while having "ongoing" symptoms that can be suggestive for hyperglycemia two days after the product issue began. Replacement products were sent to the patient.